Manufacturer narrative:
Date sent to the FDA: 08/28/2009. Urinary retention occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure on the event date. Post-operatively, on the day of surgery, the pt had difficulty voiding. The pt's voiding pattern at discharge was abnormal and she was discharged with an indwelling catheter. The surgeon opined that the sling was too tight. On an unk date, the surgeon "loosen the sling". The foley catheter was removed in the same month. The event is listed as resolved in 2009.